Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the this was due to improper use of the disconnect sleeve while the motor was running, which damaged the pawls and caused the heat. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device heated up to 124.3 ° fahrenheit in sixty seconds and the cutter device fell off when the device was in operation. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.